Event description:
Malfunction of uninterruptible power supply (ups). After approx 3-4 minutes of operation, ups stopped supplying power without warning. Ups had been charged for more than 24 hours. This caused the thoratec vads to stop for a very short time. There was no known injury to pt.